Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that act button and up and down buttons were hard to press. The customer stated that sometimes back light did not come on when button pressed and battery life depleted. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.